Event description:
The doctor had an issue with two fractured screw heads on a (B)(6) lower hybrid denture that was re-fabricated in conjunction with a fixed bridge that was implant supported in the maxillary arch. The lower hybrid were retained by old zimmer implants. The pt came in and stated that the lower denture felt loose. The doctor saw that the denture was loose and when he went to look at the screws, he saw the head of 2 of the screws actually separated from the screw shaft. The doctor brought the pt back and retrieved the 2 fractured screws. The screws were not stripped and the screw retrieval kit he got from zimmer was not helpful. He was able to carefully tease out the remaining screw, which was a long and tedious task.

Manufacturer narrative:
Currently, awaiting add'l info from the initial reporter. Eval pending the return of the complaint product; codes to be provided in supplemental report.